Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advancing to the mitral valve; however, there was extreme resistance during dc handle translation. Excessive force was applied to overcome the resistance, causing unintended movement. The cds was removed with the clip attached. It was noted that during preparation of the cds, it was difficult to rotate the m/l knob more than half a turn in the m direction. The procedure was successfully completed with a new cds. Two clips were implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported issues of knob resistance, delivery catheter (dc) shaft positioning and dc handle advancement could not be confirmed via returned device analysis as there was no issues observed. A review of the lot history record revealed no manufacturing nonconformity that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. A conclusive cause for the reported issue of knob resistance, dc shaft positioning and dc handle advancement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.